Manufacturer narrative:
(B)(4).

Event description:
(Os 16894). The dentist reported that 92 days after the dental implant was installed in intraoral region #25 it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed.